Event description:
It was reported that during the implant procedure, the set screw of the superior vena cava port could not be tightened. The lead could not be connected. Another attempt was made to tighten the screw and no click sounds were heard. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.